Event description:
One day post-implant, the lead dislodgement was observed. X-ray confirmed that the lead was in the coronary sinus. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.